Event description:
This complaint is from a literature source. The following literature cite has been reviewed: singh a, gandavaram s, patel k, herlekar d. Use of a trephine to extract a fractured corail femoral stem during revision total hip arthroplasty: tips from our case report. Cureus. 2024 jan 26;16(1):e52996. Doi: 10.7759/cureus.52996. Pmid: 38410283; pmcid: pmc10896462. Objective/methods/study data: a case study of a 67-year-old obese male, without any major medical comorbidities, presented to the orthopaedic outpatient department with a complaint of acute-on-chronic right anterior thigh pain that worsened over a few weeks. He had a history of bilateral staged uncemented tha done around 12 years ago. The plain radiological images confirmed the presence of a fracture of the corail femoral stem. A posterior approach was used to dislocate the hip and the distal broken part of the stem was removed using trephines. Reamers were used and care was taken to prevent thermal necrosis by using intermittent saline lavage. After the removal of the fractured femoral stem, a cemented femoral revision tha was performed, which was uneventful. The patient walked without any aid or thigh pain postoperatively during his last follow-up. Lot, model and catalog number are not available, but the suspected depuy synthes device possibly associated with reported adverse events: corail stem. Adverse event(s) and provided interventions possibly associated with unidentified corail stem: qty 1 pain due to broken stem and treated with device revision/replacement.

Manufacturer narrative:
Product complaint #: (B)(4). The following literature cite has been reviewed: singh a, gandavaram s, patel k, herlekar d. Use of a trephine to extract a fractured corail femoral stem during revision total hip arthroplasty: tips from our case report. Cureus. 2024 jan 26;16(1):e52996. Doi: 10.7759/cureus.52996. Pmid: 38410283; pmcid: pmc10896462. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. This complaint was opened to document complaints derived through a journal article review. Follow-ups were done to try and obtain additional information from the author of the journal article. No further information was received. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Device history lot : the device lot number is unknown, therefore a device history review could not be performed. If the lot/serial number becomes available, the record will be re-assessed.